Event description:
On (B)(6) 2024 an I let user reported he had a low blood glucose (bg) event causing him to go the hospital. The event occurred on 1/28/24. The user reported in the morning he ate a small bowl of cereal, a banana, and strawberries. The user did not announce a meal. The user confirmed he has the ilet alarms turned on. The user reported he was ok until approximately 4:00pm - 4:30pm when he started to receive the urgent low soon alarm. The user stated he did not deliver any meal boluses prior to 4:00pm and ate no food later in the afternoon/evening. The user also did not exercise. The user took rapid acting carbs and reported he may not have had enough. The user did go unconscious and was unresponsive. The user reported he did not have a seizure; however, the user's mother reported the user was convulsing. The user's lowest bg was 28 mg/dl. The paramedics arrived around 6:00pm to 6:30pm. The user was given d10 and taken to the hospital. At the hospital the user was given "some other glucose." The user was later released around 11:00pm. The user was disconnected from the ilet at the hospital. The user went back on the ilet the next morning, on (B)(6) 2024. The user inquired about changing his weight and performing a factory reset. The user was recommended against this until his clinical diabetes specialist (cds) and healthcare provider were consulted. The user spoke with their cds on (B)(6) 2024, on (B)(6) 2024, and (B)(6) 2024 where a factory reset was recommended but the user declined to do so at that time. The cds provided re-education during these contacts. On (B)(6) 2024 beta bionics customer care followed up with the user. The user stated he has not had any further issues with the ilet and does not need to reset the ilet any longer.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No instances of malfunction alerts were found in the device engineering logs from the start of use through the reported event date. No factory reset was found in the logs. Audio setting was found to be logged at "high" and all cgm alerts were logged as "true" (on). Initial body weight was logged as 146lbs on (B)(6) 2023 and changed to 172lbs on (B)(6) 2023. Data leading up to the reported event on 2023-01-28 was reviewed: review of the ilet report shows cgm glucose in range and briefly trending up, triggering correction insulin dosing. Cgm glucose begins to trend back down, and insulin dosing is suspended. All low glucose alerts were triggered but no alerts were marked as acknowledged. At 4:37pm cgm glucose is below 40mg/dl until 6:02pm where the ilet was shut down. No meal announcements entries were found for this date. Review of the ilet report shows the user was not announcing meals regularly, and the user regularly experienced hyperglycemia requiring insulin dosing at this time of day. Based on the engineering logs, the device is not malfunctioning. The ilet was found to be responding to cgm glucose values it was receiving from a cgm transmitter by adjusting insulin delivery requests. The ilet was not found requesting insulin during "falling quickly" or "low" events. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, as well as the previously reported hypoglycemic event experienced by the user, the assignable cause for this event is likely related to the user no longer announcing meals, causing the ilet to adapt basal and correction insulin dosing up to accommodate based on his glucose trends and a pattern of hyperglycemia at that time of day.